Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The device evaluation confirmed break of the elevator wire. Based on the analysis of the fracture surface, the forceps elevator wire possibly broke due to a fatigue by repeated manipulating. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the forceps elevator wire broke during an unspecified procedure using the subject device, and the procedure was aborted. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".